Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a blood glucose reading of 367 mg/dl despite the pump delivering multiple insulin doses, while using an inset infusion set and reporting two prior supply changes with no bent cannulas observed. Symptoms included no reported clinical manifestations. Outcomes included customer education and real-time troubleshooting, including another guided supply change and a planned follow-up to confirm glucose reduction. Investigation included review of pump delivery history and guided replacement of infusion components. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no alarms reported and no device malfunction confirmed during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.